Manufacturer narrative:
Additional information: the patient experienced the first onset of symptoms on the first day after surgery of post-op, which was the second post-op day. The physician referred the patient to a vascular surgeon. The physician did not hear back from the vascular surgeon or the patient. The physician expects the vascular surgeon would excise the vein at the patient's request. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician treated patient with venaseal. Patient had the length of the great saphenous vein (gsv) treated. IFU was followed and no issues were noted during procedure. During follow-up the patients gsv was reported to have closed but the patient reported having pain, redness, and itching throughout the treated segment. Patient was prescribed nsaids, benadryl, and a medrol dosepack. Patient was further prescribed a large dose of steroids and antibiotics. Patient¿s symptoms are still present